Manufacturer narrative:
(B)(4). There were no open clamps on the unused supply lines. The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated that a heater bag was loose at the connection to the heater line. The baxter technical service representative (tsr) advised the hp to start over with new supplies and contact the registered nurse (rn) about possible air exposure to unsterile air. The hp would start over with new supplies and call the rn. The hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observe air. All bags were not properly connected. There were open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.